Event description:
Device report received from synthes gmbh. Patient implanted with prodisc-l underwent revision. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.